Manufacturer narrative:
Spacelabs¿ field service engineer completed an onsite investigation of the ultraview sl central station, the ultraview telemetry transmitter, and the telemetry module. The device logs were evaluated by spacelabs¿ r&d. Spacelabs¿ investigation found that at the time of the reported event, the heart rate did not meet the criteria for classification as an asystole condition and therefore, a high priority alarm notification was not initiated. Spacelabs field service engineer tested the telemetry module, telemetry transmitter, central station, and related equipment. No device malfunction was discovered. This report is considered complete and this particular issue is considered closed.

Manufacturer narrative:
Spacelabs has launched an investigation and will file a supplemental report once the investigation is complete.

Event description:
Spacelabs received a report on (B)(6) 2018 that there was a failure toalarm for an asystole event involving a telemetry receiver module. No injurywas reported with this event.